Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors would not open or close on the harvesting cannula. A second device was used to complete the procedure. No pt complications were reported by the hosp.